Event description:
Orig. Surg. Original surgery was a non-ossifying fibroma from the tibia. Pt did well for 2 weeks. Pt reported 4 day history of increasing pain and swelling. Inflamed mass directly under the lesion that was tender. Temperature of 38 degrees and a white blood count of 6000. Pellets not visible on x-ray. MRI showed dumbbell shaped mass with a fluid signal. Half was "in soft tissues and half was "in bone". 02 surgery, fluid found to be thin and watery. Was in thin lining of paste material easily scrapped off tissues. Frozen section biopsy revealed inflammatory reaction with foci of amorphous material, at least consistent with calcium.